Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip was inserted and placed centrally on the mitral valve. While attempting to deploy the clip, it was observed the clip opened to roughly 30 degrees while establishing final arm angle (efaa). Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.d9/h3: return status changed to yes. H6: type of investigation code: 4114 removed; 10 added.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open during efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.